Event description:
It was reported that the winged luer cap was separated from the distal end of a small volume intermate. It was not specified when in the process this was noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from january 29, 2013 to january 30, 2013. Evaluation summary: the device was received for evaluation. During visual inspection the blue winged luer cap was observed to be separated from the distal luer lock. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the problem is unknown. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.